Manufacturer narrative:
The reported event of lead fracture was not confirmed. A partial lead was returned in three portions for analysis. The connector portion (a) measured 12.2cm; the middle portion (b) measured 7.0cm in length while the distal portion (c) was measured at 35.2cm. Visual and x-ray inspection on all three portions did not find any signs of fractures. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2021 because they fell on their chest due to syncope, sick sinus syndrome and fatigue. It was noted that the right ventricular lead was fractured. It was not known whether the fracture occurred before or after the fall. The right ventricular lead was explanted (B)(6) 2021 and replaced. The patient was discharged on (B)(6) 2021 following the procedure.